Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was unable to recharge their neurostimulator due to "adipositas" and because the implant depth. The device became overdischarged and was not able to be brought out of that condition, even when physician mode recharge (pmr) was performed. There was no telemetry. The neurostimulator was replaced and implanted at a more superficial position. The patient was reported as doing fine and receiving therapy.